Manufacturer narrative:
On 1/10/2020, mentor received additional information regarding the date of explantation. The patient is scheduled to undergo explantation on (B)(6)2020. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 4-mar-2020, mentor received additional information regarding the patient¿s symptoms , the revision surgery, and the replacement products. The patient experienced right-sided capsular contracture (grade unknown) and bilateral rupture. The left-sided rupture was confirmed upon explantation. The patient underwent bilateral removal and replacement with two 550cc mentor memorygel breast implant prostheses (catalog #: 3505504bc). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 2/7/2020, the suspected medical device was returned for evaluation. On 2/14/2020, the investigation on the suspected medical device was completed. Investigation summary: during visual evaluation of the device, it was found to be ruptured, and a crease within the rupture was noted. The evaluation determined that the rupture is consistent with a crease/fold rupture. A fold or wrinkle rupture is a known inherent risk associated with the use of gel-filled mammary prostheses, and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. As stated in the product insert data sheet, creating wrinkles or folds should be avoided during implantation or other procedures as it can result in rupture in a later time. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Concomitant medical products: 475cc mentor memorygel breast implant (catalog #: 3504751bc, serial #: (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a 475cc mentor memorygel breast implant and experienced postoperative right-sided rupture. The diagnosis was confirmed by a healthcare professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.